Manufacturer narrative:
Per the clinic, the patient underwent a magnet repositioning surgery under general anesthesia on (B)(6) 2024. The implanted device remains.

Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (3 tesla) resulting in pain (specific date not reported). However, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.